Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received an e-mail from customer asking what an e: 0063 evt_mach_flow_drift_high hi in the error log means. There was no harm or injury reported. Customer stated flow sensor and blower were replaced. Attempt to gather additional information on the device and request device/components return was unsuccessful. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously reported receiving an e-mail from customer asking what an e: 0063 evt_mach_flow_drift_high hi in the error log means. There was no harm or injury reported. Customer stated flow sensor and blower were replaced to address the issue. A vent inop error code was also observed in the downloaded event log, which was addressed by replacing the flow sensor.